Manufacturer narrative:
If the laser was tested prior to insertion into the patient and showed an intact circle when the pilot light for the laser was tested, then the distal tip must have been damaged during the procedure, which would indicate a user contributed damage.

Event description:
Tip broke off inside patient, all parts recovered. No patient harm.